Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. A customer¿s mother reported sensor received low scans of 56 mg/dl and 69 mg/dl when compared to competitor meter results of 136 mg/dl and 270 mg/dl. It was further reported that the customer was taken to the hospital due to the reported issue however, the reporter did not provide further information. Attempts to gather additional information have been unsuccessful. There was no report of death or permanent injury associated with this event.